Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2019; 6937-35 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has been out of breath lately. It was also reported there was suspected left ventricular (lv) lead loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.